Event description:
Customer reported the monitor goes blank after shooting an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. System operates as intended.